Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic infection ("developed an infection after insertion") and abdominal pain ("continuing abdominal pain") in a 32 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("in the process of removal the lining of womb was burnt" on (B)(6) 2014). The patient had a medical history of parity 4. On (B)(6) 2014 she experienced abdominal pain (seriousness criterion intervention required), vulvovaginal pain ("continuing vaginal pain"), back pain ("continuing back pain") and thermal burn ("in the process of removal the lining of womb was burnt"). In 2014, the patient had essure inserted. In 2014 she experienced pelvic infection (seriousness criterion intervention required) and procedural pain ("immediate pain after insertion"). On (B)(6) 2019 she experienced post procedural haemorrhage ("hemorrhaged after hysterectomy"). An unknown time later she experienced fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and sinus node dysfunction ("developed snd"). The patient was treated with surgery (essure removal with bilateral salpingectomy on (B)(6) 2014 and hysterectomy on (B)(6) 2019). At the time of the report, the abdominal pain, vulvovaginal pain, back pain, anxiety and depression had not resolved. The outcomes for pelvic infection, procedural pain and thermal burn were unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, pelvic infection, post procedural haemorrhage, procedural pain, sinus node dysfunction, thermal burn and vulvovaginal pain to be related to essure administration. The reporter commented: insertion was not successful in 2014, there was immediate pain. She developed an infection and essure with both fallopian tubes were removed on (B)(6)2014. In the process of removal, the lining of patient's womb was burnt followed by years of continuous pain in abdomen, vagina, back. Medical treatment received for pain. Eventually hysterectomy was required and performed on (B)(6) 2019 and she hemorrhaged after the surgery. She continues to suffer from fatigue and pain, had anxiety and depression. She developed a sinus node dysfunction. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-jul-2023: report received via lawyer: reporter's address, date of birth, medical history added. Essure indication and removal date added. Events were specified (previously only unspecified injury was reported). Case was upgraded to serious incidents. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic infection ("developed an infection after insertion") and abdominal pain ("continuing abdominal pain") in a 32 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("in the process of removal the lining of womb was burnt" in (B)(6) 2014). The patient had a medical history of parity 4. In 2014, the patient had essure inserted. In (B)(6) 2014 she experienced abdominal pain (seriousness criterion intervention required), vulvovaginal pain ("continuing vaginal pain"), back pain ("continuing back pain") and thermal burn ("in the process of removal the lining of womb was burnt"). In 2014 she experienced pelvic infection (seriousness criterion intervention required) and procedural pain ("immediate pain after insertion"). In (B)(6) 2019 she experienced post procedural haemorrhage ("hemorrhaged after hysterectomy"). An unknown time later she experienced fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and sinus node dysfunction ("developed snd"). The patient was treated with surgery (essure removal with bilateral salpingectomy in (B)(6) 2014 and hysterectomy in (B)(6) 2019). At the time of the report, the abdominal pain, vulvovaginal pain, back pain, anxiety and depression had not resolved. The outcomes for pelvic infection, procedural pain and thermal burn were unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, pelvic infection, post procedural haemorrhage, procedural pain, sinus node dysfunction, thermal burn and vulvovaginal pain to be related to essure administration. The reporter commented: insertion was not successful in 2014, there was immediate pain. She developed an infection and essure with both fallopian tubes were removed in (B)(6) 2014. In the process of removal, the lining of patient's womb was burnt followed by years of continuous pain in abdomen, vagina, back. Medical treatment received for pain. Eventually hysterectomy was required and performed in (B)(6) 2019 and she hemorrhaged after the surgery. She continues to suffer from fatigue and pain, had anxiety and depression. She developed a sinus node dysfunction. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.